Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged distal tip was improper handling (impact, drop, fall) by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Furthermore, the following additional issues (non-reportable) were identified during inspection: distal fiber breakage, dents on the distal edge, cracked distal cover glass, minor scratches on the outer tube, minor stains under the light guide cover glass, and distorted image due to cracked distal cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned video telescope "endoeye high definition ii", to olympus repair center for evaluation of a reported damaged distal tip that was found during maintenance. The intended procedure was an unknown diagnostic procedure. There were no reports of patient harm.